Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device memory indicated there were 165 treated episodes since implant. The clinic was only aware of two treated episodes. Technical services reviewed the device downloaded memory. The analysis confirmed there was evidence of memory corruption throughout the firmware log and counters. The counter error is benign, but the amount of memory corruption suggests that this device may be exposed to a higher-than-normal rate of ionizing radiation. There were no adverse patient effects. The device remains implanted.